Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient¿s cgm displayed a reading of 150 mg/dl. At the time, the patient was using an unspecified insulin pump. About 30 minutes later, while sitting on the couch watching television, the patient experienced a seizure and loss of consciousness. The cgm value at the time of the event was not reported. The patient¿s family called 911, and emergency medical services (ems) arrived shortly thereafter. Upon ems assessment, the patient¿s bg meter reading was 10 mg/dl. The patient was treated with IV fluids containing glucose and transported to the emergency room (ER). At the ER, the patient received ringer¿s lactate IV fluids and was hospitalized for approximately 1-2 days. At the time of the report, the patient was described as ¿fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/25/2025. On approximately (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) displayed a reading of 150 mg/dl. The patient reported using an insulin pen; however, the brand was not provided. No additional patient details or event information are available at this time.

Manufacturer narrative:
(B)(4).